Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a patient suffered a hypoxic bradycardia during ventilation on the evita 4 device. The evita displayed the message peep deviation during operation. Even after replacing the expiratory valve, the message is still present. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that a patient suffered a hypoxic bradycardia during ventilation on the evita 4 device. The evita displayed the message peep deviation during operation. Even after replacing the expiratory valve, the message is still present. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The available information and the logbook were analyzed for the investigation of evita 4 with product serial number (B)(6), manufactured in may 2001. According to the logbook, the alarm ¿"peep valve inop." Alarm, was accompanied by other alarms such as ¿tidal volume high,¿ ¿leakage,¿ ¿apnea,¿ and ¿mv low.¿ it can also be seen that suction took place in parallel with the event during the reported period. The cause can therefore be found in a leak, e.g., in the hose system. The logbook analysis did not reveal any device errors. The functional safety of the evita consists of controlled and monitored patient ventilation with user-defined settings for monitoring functions such as minute volumes, airway pressures, tidal volumes, respiratory rates, and minimum and maximum o2 concentrations in the breathing gas. If a certain limit value is exceeded, a corresponding visual and audible alarm is triggered. The evita is equipped with basic safety features to reduce the possibility of patient injury while the cause of an alarm is being addressed. In the event of a "peep valve inop." Alarm, the device attempts to maintain function as much as possible. Restrictions in ventilation performance are likely. T was also reported that reusable expiratory valves were used, which in the past frequently led to errors because they were incorrectly assembled during reprocessing. The device behaved correctly and triggered the appropriate alarm. It is recommended that the device be checked in accordance with the manufacturer's instructions. The results of the investigation did not reveal any new risks that are not covered by the product risk management file.